Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the sensor was not giving readings on the continuous glucose monitor (cgm) for 50 minutes. No medical intervention was reported. Additional event or patient information is not available.